Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted due infection and vegetation noted via echocardiogram. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.